Event description:
It was reported that there was an error resulting in loss of mechanical ventilation during a case. There was no patient injury.

Manufacturer narrative:
A ge healthcare technical service representative performed a checkout of the system with the end user and confirmed the reported issue. The end user replaced the absorbent canister to resolve the issue. Block a: no patient information provided to date after calls to end user 05/19/25 and 05/30/25. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.